Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Automated impella controller (aic) made weird noises coming from the purge at the beginning of the case. Then later, the aic experienced a controller, failure alarm along with the waveforms dropping. The waveforms eventually came back after about 2-3 minutes but the pump still ran normally without failure. No patient harm was reported during the issue.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.